Event description:
On attempt to remove epidural catheter, it was found that it would not pull. Pt was repositioned into optimal body position, catheter was pulling out, then broke off at skin level. Initial radiological exam did not locate catheter which was labeled by MFR as radiopaque. Subsequent cat scan located catheter fragment, which was then surgically removed without complication.